Manufacturer narrative:
(B)(4). Date sent: 09/17/2020. Additional information was requested, and the following was received: what were the indications for surgery? Lar surgery what surgical procedure was performed? Anastomosis of sigmoid colon and rectum please provide more information on the malformed/irregular staples. Were theses in just one area of the anastomoses or were they throughout the entire staple line? Entire staple line did the patient receive any preoperative chemotherapy or radiation? No. Were there any issues experienced with the device in the initial surgical procedure? No what healthcare professional fired the device and what is his/her experience with the device? Qualified health professional where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Not available. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to close? No. Was the device difficult to fire? A little bit hard. Did the healthcare professional receive audible & tactile feedback when firing the device? ---received audible feedback. Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed?washer was noted to have nicks. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? What is the current status of the patient? Leave from the hospital.

Manufacturer narrative:
(B)(4). Batch # u5c07f. Device analysis: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. In addition, the washer was noted to have nicks. This damage is consistent with when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples met the staple form release criteria. Although there is no direct evidence of use error, the instructions for use do contain the following, "caution: the firing stroke must be completed. Do not partially fire the instrument. Incomplete firing can result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. Ensure that the firing trigger is fully squeezed to ensure proper staple formation and cutting of tissue." The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a rectal cancer resection, after using cdh29a to anastomose colon and rectum, some staples were malformed with irregular shapes. Prophylactic stoma was performed during the surgery, and intestinal obstruction occurred after the surgery. Used suture to oversew. The surgery was delayed four hours. No additional information can be provided.